Event description:
A serious u.s. Spontaneous report from a male consumer, age not provided. Medical history and concomitant medications were not provided. Dr. Scholl's custom fit orthotics (no active ingredients) were purchased "about 2 or 3 months ago. I started wearing them" dates of product use and indication for use were not provided. The consumer reported he "had a hip operation not that long ago. About three weeks ago I experienced excruciating pain in my left foot and my toe area." The consumer was seen by two orthopedic surgeons, xrays were done ("they wanted to do a MRI") and he was diagnosed with stress fractures of the left foot. He reported he has "to wear a boot for 6-8 weeks and can not walk. I just started to walk about three weeks ago after I had my hip surgery, now they want me back off of my feet for 6-8 weeks with this stress fracture." "This product takes the stress off the ankle and puts it on the toes and I think that is how I developed these fractures. I now have doctor bills and pain and suffering I have to undertake." The consumer reported "I realize though that I do have an ankle problem that will never heal."

Manufacturer narrative:
Dechallance/rechallance not provided. (B)(4).